Event description:
It was reported that the t:slim x2 pump battery would not charge, and the pump screen remained dark and unresponsive. There was no adverse impact to the customer's blood glucose level as it did not exceed 500 mg/dl. Multiple attempts were made by tandem technical support to follow-up with the customer on the reported issue, but no response was received.